Event description:
It was reported that the customer stated that her insulin pump started slowing down and was not delivering insulin the way it should. The customer had high blood glucose levels of 424 mg/dl. The customer treated herself with manual injections. The customer expressed breathing problems and a lot of pain as symptoms of her high blood glucose levels. The customer was unable to perform troubleshooting because she was at work. Advised the customer to call back if she experiences any other issues again. Informed customer that a replacement pump would be sent. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.